Event description:
It is reported that when the physician advanced a 2.0mm diameter x 15mm length sprinter legend balloon dilatation catheter to the target lesion and pressurized it for the purpose of pre-dilatation, the balloon burst a 2 atm. The lesion, located in the lad, was described as non tortuous, no calcified and exhibiting 99% stenosis. The physician confirmed the balloon burst and withdrew the device with no issue reported then the lesion was pre-dilated with another sprinter legend balloon dilatation catheter and the procedure was completed with deployment of a stent (detailed unknown). The patient is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The hypotube was kinked 4cm distal to the strain relief most likely as a result of handling. The balloon had been inflated. Visual inspect failed to identify a leak site on the balloon or shaft of the device. Negative purge failed to detect a leak and the device could not be inflated. There was blood residue and contrast solution within the distal inflation lumen and in the balloon. In an effort to dissolve the balloon and contrast the device was left in a water bath at 37 degrees celsius for over 48 hours. Negative purge was repeated and failed to detect a leak and when an attempt was made to inflate the balloon the balloon held pressure for a short period of time; however this was most likely due to the viscous nature of the solution blocking the leak site. The pressure in the inflation device dropped as the viscous solution exited out of the leak site which was identified as being a small radial tear over the distal side of the distal marker band. Communication received form the field confirmed that the device was subjected to a 'negative prep' prior to use with no issues noted which confirms that there was no leak in the device prior to use.

Manufacturer narrative:
(B)(4): evaluation results: (99% stenosis).